Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely fluid invaded the scope connector during handling of the device by the user. The fluid invasion caused abnormality of electronic component, as a result, error message e315 was displayed. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿ ¿chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that they were not getting any image, no error code while using the evis lucera elite colonovideoscope. The issue was found during inspection before use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image, error code e315 unsupported scope. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of not getting any image was confirmed. The device evaluation found no image and error code e315, the plug body was dismantled, and the moisture indicator had been trigged, turning pink after contact with fluid/moisture.  Also, the evaluation found the following: light cover glasses chipped. Light cover glass adhesive worn. Optical cover glass adhesive worn. Bending section cover adhesive lifting. Aspiration housing colored ring worn. Air/water housing colored ring worn. Scope-connector water leakage excessive fluid ingress.  Down/left/right angle not to specification. Up/down angle play evident. Electrical safety test not to specification the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.